Manufacturer narrative:
Investigation summary: bd received one photo for investigation. After review and analysis of the customer photo, poor barrier separation is observed within two tubes. Complaints for sample quality are under statistical control for the month of december, 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation based on the photo provided. Bd was unable to determine a root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 2 of 2: it was reported that while using bd vacutainer® sst¿, the gel in six(6) tubes did not form a solid band to separate the serum from the red cells. No adverse impact was reported for either the patient or the user.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). G.4. There were multiple 510k numbers reported to be involved. The information is as follows: PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported that while using bd vacutainer® sst¿, the gel in six (6) tubes did not form a solid band to separate the serum from the red cells. No adverse impact was reported for either the patient or the user.